Event description:
A discordant false positive troponin ultra (tni ul) result was obtained on one patient on an advia centaur xp instrument. The tni ul result was reported to the physician who questioned the result. The customer reran the sample in duplicate, on the same instrument and the corrected results were reported to the physician. There are no reports of adverse health consequences or specific patient intervention due to the discordant tni ul result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. After evaluating the instrument data, the tsc determined that the cause of the discordant troponin ultra (tni ul) result was due to user error: sample integrity. The tsc determined that this was an isolated event. There were no reports of a system malfunction. No further evaluation of the device is necessary.